Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: nephrectomy or hysterectomy event description: two defective bag complaints occurred at the same facility: complaint 1 of 2: (B)(4) - cd001 lot #1469809 - MFR 2027111-2023-00565 complaint 2 of 2: (B)(4) - cd004 - MFR 2027111-2023-00564 "there was an issue on (B)(6) 2023 with one of the specimen bags not deploying correctly. Once inside patient, specimen bag did not properly due to manufacturing defect. No patient harm." Information was received via email on 09aug2023 from [name], account manager associate, applied medical "one for sure was a nephrectomy and thinks the other possibly was a hysterectomy. Device was disposed of in both incidents, and did the same thing both times. When they were deploying the bag, the bag never fully opened. The prongs came out while the bag was cinched. It slid off the prongs still rolled up and cinched/closed. Both doctors removed introducers and pulled out bags. It added less that 5 min to the procedure. No patient harm. She thinks it could have gone through an air seal trocar but not 100% certain. They opened another cd004 that worked properly." Both devices are not available for return. Intervention: "they opened another cd004 that worked properly." Patient status: no patient harm.

Event description:
Procedure performed: nephrectomy or hysterectomy. Event description: two defective bag complaints occurred at the same facility: complaint 1 of 2: (B)(4)-cd001, lot #1469809. Complaint 2 of 2: (B)(4). "There was an issue on (B)(6)-cd004, 2023 with one of the specimen bags not deploying correctly. Once inside patient, specimen bag did not properly due to manufacturing defect. No patient harm". Information was received via email on 09aug2023 from [name], account manager associate, applied medical "one for sure was a nephrectomy and thinks the other possibly was a hysterectomy. Device was disposed of in both incidents, and did the same thing both times. When they were deploying the bag, the bag never fully opened. The prongs came out while the bag was cinched. It slid off the prongs still rolled up and cinched/closed. Both doctors removed introducers and pulled out bags. It added less that 5 min to the procedure. No patient harm. She thinks it could have gone through an air seal trocar but not 100% certain. They opened another cd004 that worked properly." Both devices are not available for return. Intervention: "they opened another cd004 that worked properly." Patient status: no patient harm.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.